Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04080, reference MFR report: 1627487-2012-04081. It was reported the pt had low battery flag. The flag was cleared, but it continues to reappear. In addition, it was reported the pt had fallen, and lost stimulation. The sjm representative met with the pt and determined both leads show all invalid contacts. The physician has scheduled surgical intervention to address the issues.